Event description:
Information received from the field does not address the patient's clinical status but notes that the device was exposed to electrocautery during an unrelated surgery. After the surgery the device could not be interrogated and there was no output. While preparing for replacement surgery, the device was interrogated and all functions were normal. The patient will be monitored.